Manufacturer narrative:
The distal cover maj-2315 in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the endoscopic retrograde cholangiopancreatography, when the endoscope was withdrawn from the patient, it was found that the olympus single use distal cover maj-2315 had fallen off the endoscope. In addition, the user reported that the distal cover was still left inside the patient's body. The user completed the procedure without replacing the device. There was no report of patient injury associated with the event at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The olympus single use distal cover maj-2315 used at the user facility was not returned, so olympus medical systems corp. (Omsc) checked to see if the event reported using the distal cover maj-2315 with lot number h0729 would be reproduced. As a result, it was confirmed that if the distal cover maj-2315 is not damaged and is normally attached to the endoscope, it will not come off from the endoscope unless the distal cover is damaged. Since the lot number of the distal cover used at the user facility is unknown, the device history record could not be reviewed, but no manufacturing problems have been reported to date. Omsc tried to get additional information from the user facility regarding whether anti-fog agents were used and whether the distal cover immediately after mounting on the endoscope was checked for cracks or other abnormalities, but could not get any information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by the following: -the anti-fog agent adhered to the distal cover and was damaged by a chemical attack, making it easy for the cover to come off the endoscope. -the distal cover was easily removed from the endoscope due to insufficient attachment to the endoscope. In addition, the following was confirmed from the investigation by omsc. -although the reported event does not occur frequently, similar cases have occurred at other user facilities. -when the distal cover is placed inside the body, the safety has been confirmed within 24 hours. However, the safety of detention for longer than that has not been confirmed. There are cases where the distal cover that occurred at another facility has not been collected, but we have not received any reports of health damage caused by it. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation. A1, d10, g2 (foreign), h5: information added to these fields were inadvertently not included on the initial medwatch. H2/if follow-up, what type, per 8010047-2021-06516 = additional information. H3/evaluation summary, per 8010047-2021-06516 = no evaluation summary. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: there was no similar complaint at the same facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.